Manufacturer narrative:
There is no add'l info available at this time. (B)(4).

Event description:
A report was received from the USA stating that an ht70 ventilator started alarming without being in use. The customer attempted to silence the device by pressing the silence/reset button but it did not work. A biomedical technician then connected the unit to ac power but still could not silence the device. The technician tried to turn on the unit by pressing the power on switch but the device failed to power on. The technician had to open the unit to disconnect the cable speaker to silence the alarm. There was no pt involvement.